Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: extension; product ID 389033, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the reason why the patient¿s implantable neurostimulator (ins) needed to be replaced in 2009 was because the le ads went bad and the doctor decided to replace the entire system with a rechargeable ins. Follow-up was performed to determine why the leads were found to be bad and if the patient fully recovered. This event will be updated if additional information is received.